Event description:
Allegedly during sales training, the caliper would not fit with mating part.

Manufacturer narrative:
This is a reportable malfunction. During a retrospective review of files, we determined this incident to be a reportable malfunction.

Manufacturer narrative:
Conclusion: device was out of spec in a manner that relates to event.